Manufacturer narrative:
This supplemental report is being submitted to provide additional information. DHR review of manufacturing records for the subject device and lot has not indicated any issues encountered during the manufacture of the lot that might explain the failure observed.

Manufacturer narrative:
Event description: customer found product kept alarming and had an error 600. The device was returned, upon evaluation there were error messages that popped up. The 'loom control 12 ways from aux to pkrf' was replaced. The unit passed 2 hours burn-in test. This unit was recommended for replacing parts, full calibration, and testing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the no pk output was not confirmed. The service technician observed faulty printed circuit board. The cause could be traced to an electrical issue and poor connection. No further information was reported.

Event description:
The customer reported to olympus during preventive maintenance, the device kept alarming and had an error 600. There was no patient involvement.